Manufacturer narrative:
All operating currents are within specification. The unit passed displacement test and self test. There was no unexpected blank display noted during testing. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 157 mg/dl. Standard troubleshooting was performed. The display did not return after the customer rested the insulin pump and inserted a new battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.